Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone measurements were 0: 19mm 45mm: 23mm 90: 19mm and 135: 19mm. The sizing of the device was determined by transesophageal echocardiography (tee) measurements and fluoroscopic visual assessment with contrast injection. During procedure, the left atrial pressure low, 7mmhg and 250cc bolus of fluids was given before device preparation. The activated clotting time (act) levels were >250sec and heparin was administered. The amulet was implanted after satisfying close criteria and tension test was performed. The device compression was in a tire and offset pin shape. Few minutes after device release, the device was embolized into mitral valve and then back into left atrium. The device was stabilized and ultimately retrieved via non-abbott snare without any patient consequences. The implanter believes the cause of embolization was laa anatomy. After the procedure, imaging physician identified potential change from baseline on the 4 chamber view in tee. A pericardiocentesis was performed as a precaution and the patient was monitored overnight in the intensive care unit (ICU) and remains in stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion, and device embolization into the left atrium, few minutes after device release was reported. Information from the field indicated indicated that the sizing of the device was determined by tee measurements and fluoroscopic visual assessment with contrast injection. The device was implanted after satisfying close criteria and tension test was performed. Information from the field mentioned there were no multiple recaptures and the patient believe the cause of embolization/migration was due to laa anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. It is possible that patient's challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed as a precaution. The reported hospitalization, and unexpected surgical intervention were a result of case-specific circumstances as a device was snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Based on cine review performed at abbott "the images provided confirm the device migrated proximal on the mitral side causing a shoulder that has pushed the disc off of tissue, most likely caused by the description of the implant not meeting close criteria. The device appears stable in it¿s present position."